Event description:
Report status: malfunction. Report rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stents from two rx zeta delivery system (sds) had dislodged from balloons. The stents were found in the package. No add'l event info is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the 3.5x 13 mm stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was dislodged distally from the balloon then placed backwards on the balloon and pushed distally 1.3 cm, the distal end of the stent implant was on the distal marker of the balloon. The entire length of the stent implant was smashed, but more so on the proximal end. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a kink in the soft tip 1.5 mm proximal to the distal end of the tip. There was no other damage noted to the sds. The protective sheath was not returned. The outer diameter measurements of the stent implant could not be taken due to the stent implant being smashed. The inner diameter of the sheath could not be taken because it was not returned. The 3.5x15mm sds was returned without blood or contrast visible. The stent implant was loose on the balloon and between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters and all of the outer diameters were oversized. The inner diameter of the sheath could not be taken because it was not returned. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.